Event description:
It was reported that patient presented to the emergency room for unrelated syncopal episodes. Upon device interrogation, the insertable cardiac monitor (icm) exhibited noise and under-sensing of pause episodes. The device was explanted and replaced. The patient's condition was unknown.